Event description:
Pt reported that his device fell out of his pocket an as it fell to the end of the connected infusion and set tubing, the tubing came apart at the luer lock connector allowing the device to fall completely to the floor. The pt's blood glucose was not affected.